Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4 and the device evaluation. During the device evaluation, additional findings were confirmed below. However, these defects are not considered severe enough to cause a potential adverse event.: 1) protective coating on the lcd screen was damaged 2) air ventilation was cracked and discolored. 3) multiple scratches on the lcd panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause of the loss of image and no power input could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 address: line 1: (B)(6). The device was returned and evaluated, and the customer¿s allegation of no image on monitor and no power input was confirmed. The device evaluation found that the power was turned off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition liquid crystal display monitor had no image on monitor and no power input. The issue occurred during preparation for use and the intended procedure was gastroscopic. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b5, d concomitant medical products.

Event description:
The type of procedure performed was therapeutic. Cv-190 is another device involved in the event. There was no delay in the procedure. The procedure was completed with a similar device.